Event description:
The clinician reports the implant was inserted (B)(6)2023 in ada 29. On 2023-11-14, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.